Event description:
Nurse completed an insulin injection and was attempting to activate the needle safety device. The device did not activate as usual. The nurse continued to work with it. It was very hard to move. She forced the safety device and was able to cover the needle, however, during the process, she stuck the thumb of her opposite hand with the needle.